Event description:
It was reported that after a failed cross attempt, as the stent delivery system (sds) was being pulled back into the guiding catheter, the stent dislodged from the sds balloon. A snare device was used to retreive the dislodged stent. No add'l event or pt info is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the stent delivery system was not returned, only the stent was returned with blood on the struts. There was no contrast visible. The stent was returned on the piece of the snare device. The first distal row of the stent was flared and the proximal end of the stent was severely mangled and crushed. There was no other damage noted to the stent. Due to the damage of the stent, the outer diameter measurements could not be taken. Product performance engineering reviewed the incident info and analysis of the returned sds. It was reported that after the sds failed to cross the lesion, when being withdrawn back into the guiding catheter, the stent dislodged from the balloon. The inability to cross a lesion can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, physician technique, and accessory device support. The analysis confirmed that the stent dislodged, as only the stent was returned for analysis. The stent was returned on part of a snare device and most of the stent was mangled. Due to the damage of the stent, most likely caused by the snare device used to remove the dislodged stent from the anatomy, no dimensional measurements could be taken. During review of the lot history record, release testing showed the crimped stent dimension was well within the required specification, and the lot passed tests for both stent movement and dislodgement force. It is possible that the stent interacted with the anatomy and/or accessory devices, during the attempt to cross the lesion, and that may have contributed to the dislodgement. However, in this case, without the sds to examine and with the extensive damage to the stent, no root cause could be determined in this case for the dislodgement. The lot history record was reviewed and there were no non-conformities associated with this product lot. This MDR is considered closed by the product performance group.